Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received it was reported that measured battery data was lost when the battery voltage was around 2.3 v. Which was caused by a discrepant integrated circuit. After replacing the inte- grated circuit, normal function ensued. Reliability laboratory technician, not applicable st. Jude medical crmd reliability laboratory - failure (event) observed during analysis.